Manufacturer narrative:
H.6. Investigation: in response to the event reported by your facility a device history review was conducted for lot number 8110822. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our quality engineers reviewed the device your facility submitted for evaluation. Our evaluation was unable to identify any potential non-conformances that could have resulted in the event experienced by your facility. Unfortunately with out duplicating or repeating the reported failure mode, we could not confirm the reported failure mode at the conclusion of our review.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with catheter not secured during removal.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with catheter not secured during removal.